Event description:
Customer reported via phone call that the insulin pump had a blank display despite inserting new batteries. Customer stated that they were attempting to use the insulin pump after it being off for two months. Customer's blood glucose reading at the time of the call was 71 mg/dl. Advised customer was advised that they will be shipped a new battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.